Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): b5, d8, d9, h4 and h6. Device was returned and the customer's allegation was confirmed. The device evaluation found an e216 error is reported when angulating down due to faulty charged coupled device. Based on the results of the investigation, it is likely that the following led to the malfunction: the image sensor unit was damaged, which may have led to the occurrence of the suggested event. As for the cause of the damage, since damage on the insertion section was confirmed, it was possible that the damage occurred due to irregular stress on the bending section, however, a definitive root cause cannot be identified. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Labeling: this issue is addressed in the instructions for use (IFU): important information ¿ please read before use -precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. -precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor the field performance of this device.

Event description:
The issue occurred during preparation for use for a diagnostic tracheoscope procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had no image. The facility finished the procedure with a replacement device. The issue occurred during preparation for use for a tracheoscope procedure. There were no reports of patient harm.